Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, the farawave catheter was visually inspected. Visual inspection noted no outer abnormalities. A guidewire was taken and successfully inserted through the catheter. Deployment of the catheter was tested multiple times, and deployment to basket and flower configurations were functional with no unusual resistance noted. The reported event was not confirmed via analysis. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that during preparation for a pulse field ablation procedure, a farawave catheter was selected for use. The catheter was opened, and the configuration change testing was performed outside of the patient. Once the catheter was opened to flower configuration, the physician was unable to close the catheter with the handler. There were reported difficulties withdrawing the catheter in which this difficulty withdrawing occurred outside of the sheath and not inside the sheath. The catheter was replaced, and the procedure was completed successfully without patient complications. The catheter was returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a pulse field ablation procedure, a farawave catheter was selected for use. The catheter was opened, and the configuration change testing was performed outside of the patient. Once the catheter was opened to flower configuration, the physician was unable to close the catheter with the handler. There were reported difficulties withdrawing the catheter in which this difficulty withdrawing occurred outside of the sheath and not inside the sheath. The catheter was replaced, and the procedure was completed successfully without patient complications. The catheter is expected to be returned for analysis.